Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analyst commented, right ventricular (rv) lead defibrillator impedance steady at 70 ohms through (B)(6) 2016, rises out to greater than 100 ohms on (B)(6) 2016. Alert for superior vena cava (svc) defibrillator impedance 102 ohms on (B)(6) 2016.

Event description:
It was reported that the patient presented to healthcare clinic due to alert triggered. Interrogation revealed the alert had been triggered for a high impedance measurement on the right ventricular (rv) lead coil. A chest x-ray was taken which revealed a complete fracture of the rv lead coil at approximate mid length of the lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.